Event description:
It was reported in a retrospective comparative study that 52 patients were treated with balloon kyphoplasty or with the new kiva system. The reported data for the kiva® vcf treatment system was collected at the university of bonn between 2010 and 2011. The data for balloon kyphoplasty was collected from procedures conducted between 2004 and 2009. There were 6 male and 20 female patients mean age 73.6 ± 8.6 year (range 54 - 89years) in the kiva group (kiva) .there were 11 male and 15 female mean age 66.4 ± 8.9 years in the balloon kyphoplasty group (bkp). In each group 18 patients received treatment in only one vertebral body and 8 patients received treatment in 2 vertebral bodies. In total 68 vertebral compression fractures were treated at different levels of the thoracic and lumbar spine. It was reported that 7 cases of the cement extravasations were located lateral in balloon kyphoplasty group.

Manufacturer narrative:
Literature citation: lucia a. Otten, rahel bornemann, tom r. Jansen, koursh kabir, md, peter h. Pennekamp, md, dieter c. Wirtz, md, brit stuwe, and robert pflugmacher, md."comparison of balloon kyphoplasty with the new kiva® vcf system for the treatment of vertebral compression fractures". Pt age: 66.4 ± 8.9 years. Pt gender: 11 males and 15 females. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.